Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on first firing of the stapler, the staple line was incomplete centrally. To complete the case, a new reload was placed on the same handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on first firing of the stapler, the staple line was incomplete centrally and the firing stopped midway. To complete the case, a new reload was placed on the same handle. There was no patient injury.